Event description:
While the surgeon was using the ligasure, the instrument stuck to the tissue and tore the tissue.

Event description:
While the surgeon was using the ligasure, the instrument stuck to the tissue and tore the tissue.